Event description:
It was reported that: during a case, the doctor turned on sevoflurane and then the crna turned on desflurane. The doctor found and corrected the condition. The case was completed using the device. No further information could be acquired from the customer. No patient injury. Date of occurence was in or about 2005.